Event description:
It was reported by service report that the power cord was missing the ground prong and the wrong scorpion kit was installed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake plate kit.